Manufacturer narrative:
A severe hyperglycemic event resulting in diabetic ketoacidosis requiring intubation and treatment for ventricular tachycardia was reported by the user¿s healthcare team. Engineering logs available for dates prior to the event showed multiple prolonged manual suspensions of insulin delivery and audio alerts disabled, but log data for the reported event date was unavailable because the device had not been synced since (B)(6) 2025. No device malfunction has been identified based on the limited information available. A follow-up MDR will be submitted if additional clinical details or a device evaluation become available.

Event description:
On (B)(6) 2025 the user reported through their clinical diabetes specialist that on (B)(6) 2025 they experienced hyperglycemia with a bg of 1,200 mg/dl. No information regarding user actions prior to ems arrival was available despite follow-up attempts. The user was hospitalized (B)(6) 2025 for diabetic ketoacidosis, during which the user required intubation and treatment for ventricular tachycardia before stabilizing and discontinuing use of the ilet.